Manufacturer narrative:
Block g4: premarket / 510(k) #: k163248 & k151895. Block h6: device code a180104 captures the reportable event of foreign material. Block h10: investigation results the returned expect pulmonary needle was analyzed, and a visual inspection of the returned device noted that no damages or defects were found. A functional evaluation noted that the handle was actuated, and the needle extended/retracted smoothly. The device was flushed, and no waste was found. No foreign material was returned with the device. The customer provided one photo; however, it was not possible to determine in the photo if there was foreign material. Based on the available information, it is possible that the manipulation, or equipment used could have affected the procedure causing the reported complaint. However, there is no evidence to determine whether the problem was due to some issue in the device. No signs or remnants of foreign material were found inside the device. Therefore, based on all gathered information, the complaint investigation conclusion code selected is no problem detected since there is not enough evidence to confirm the reported issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, a small black flake was seen in the lung at the second or third puncture. The physician attempted to aspirate, but it was no longer visible in the lung at the end of the procedure. During the fourth puncture with the same needle, the needle would not extend. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4).

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, a small black flake was seen in the lung at the second or third puncture. The physician attempted to aspirate, but it was no longer visible in the lung at the end of the procedure. During the fourth puncture with the same needle, the needle would not extend. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.